Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap pooped out, loose drive support cap and on the bottom it seems like it cracked. Customer's blood glucose level was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer state that when they were trying to load up a new set and reservoir, when the piston made contact with the base of the reservoir and there was a strange noise. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. The drive support disk was inspected and no anomaly noted.